Event description:
The MFR received info alleging a failure related to the ventilator's battery. There was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's internal battery was replaced to correct the problem. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.